Event description:
Device issue: suture retrieval failed. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of common femoral artery after an unspecified procedure. Reportedly, the needle plunger would not retract all the way until the suture was pulled taut resulting in the failure to retrieve the suture. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.